Manufacturer narrative:
(1) batch inspection: on march 27, 2024, for batch number: ckdc10-01, specification and model: 21g×1 1/4 inch, based on customer feedback information, 15 retained samples were selected for appearance testing. The needle tubes were straight without any abnormalities such as bending; each of the 5 products can be stimulated and shielded by pressing the desktop and thumb respectively (see appendix 1.2 video for details); then, 5 samples were selected for safety device excitation force testing. The results of the safety device excitation force test for the 5 sample products were 1.59-2.23n, and the safety device destructive force was 9.12-11.58n, both of which met the standard requirements. No abnormal situations were found in the above tests of the safety blood collection needle. (2) production process review: based on the batch number traceability, batch number: ckdc10-01 specification and model: 21g×1 1/4 inch. The production process batch records and finished product factory inspection reports show that there have been no changes in the production process and production flow. The excitation force test results in the production process inspection records also meet the standard requirements (2) production process review: based on the batch number traceability, batch number: ckdc10-01 specification and model: 21g×1 1/4 inch. The production process batch records and finished product factory inspection reports show that there have been no changes in the production process and production flow. The excitation force test results in the production process inspection records also meet the standard requirements. (3) sample testing: on (B)(6) 2024, we received 20 unopened blood collection needles from the customer. Batch number: ckdc10-01, specification and model: 21g×1 1/4 inch, safe blood collection needle product. We used 5 needles each and activated them by pressing the desktop and thumb. The products were able to activate and shield the needle tip normally; and 5 samples were selected for safety device excitation force testing. The results of the safety device excitation force test for the 5 sample products were 1.99-2.21n, and the safety device destructive force was 9.72-11.15n, all of which met the standard requirements, and no abnormal situations were found in the above tests of the safety blood collection needle.

Event description:
The safety mechanism on these needles has been problematic, with complaints about it tilting to the side and leaving the needle exposed. Technicians have expressed concerns about accidentally getting injured and have resorted to not activating the mechanism. Additionally, the safety mechanism does not open smoothly or fully, causing inconvenience during blood drawing; also, it has been observed that it can push off some of the larger tubes off the needle while they filled with blood.